Event description:
The patient reported they first sought medical attention in (B)(6) 2025 the exact date could not be recalled. The patient reported having several bouts of infections while wearing the pods which started back in (B)(6) 2025 but only went to an appointment with their general practitioner in october 2025. The patient described the infected pod site as being very red, hot to touch, and yellow with a hard lump. The patient stated they went to (B)(6) where they were seen by a doctor who diagnosed them with an infection and prescribed flucloxacillin. The patient reported that when the pod was removed, a new pod was applied to a different location.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.